Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported worsening tr was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the reported worsening tr. The reported patient effects of tricuspid regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 a patient presented with grade 4 degenerative tricuspid regurgitation (tr) and congenital heart disease for a mitraclip procedure. Two mitraclips were implanted off-label. On an unknown date the patient presented with shortness of breath. A single leaflet device attachment (slda) was observed with one of the two clips. The clip detached from the lateral leaflet and remained attached to the septal leaflet. The tr grade increased to 5. On (B)(6) 2025 a second clip intervention was performed. One mitraclip was deployed in between the previous two clips and stabilized the clip that slda. The final tr grade was 2-3.